Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received calibration errors, and lost sensor. Customer also experienced sensor glucose versus blood glucose differences. Sensor glucose was 120 and blood glucose was 360 mg/dl. Customer also mentioned that blood glucose was over 400 mg/dl. Customer reported that when connecting transmitter to sensor, transmitter did not blink. Customer reported that when sensor was removed, sensor was bent. After changing sensor, customer states that transmitter began to blink.